Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor (cgm) graph. During troubleshooting with tandem technical support, data points were displayed on the graph. No additional patient or event information was available. A root cause could not be determined.